Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and isolated the failure to the k5 solenoid. To correct the issue, the stm replaced the purge manifold assembly and, as a preventative measure, replaced the male luer lock fitting. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was experiencing autofill issues. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.